Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's date was incorrect. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. Tandem technical support found that date and time were entered incorrectly in pump. Customer corrected date and time to resolve issue.